Manufacturer narrative:
The technician replaced the foot end brake casters to repair the stretcher.

Event description:
Information received indicates the foot end casters swivel after the brake is engaged.